Event description:
It was reported to boston scientific corporation that an ultraflex uncovered esophageal stent was used in the median and lower portion of the esophagus during a placement of esophageal stent procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant stricture in the esophagus caused by esophageal cancer. Reportedly, the patient¿s anatomy location was not tortuous. During the procedure, the physician felt severe resistance upon pulling the suture in attempt to deploy the stent; however, the stent failed to deploy. The physician continued to forcibly pull the suture of the stent several times until the stent deployed in the esophagus; however, the stent was deployed 1 to 2cm proximal to the target stricture. The stent was removed from the patient and another ultraflex uncovered esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex distal release esophageal stent was returned for analysis. Visual examination of the returned device noted that the stent was partially deployed by 10.5cm with only the proximal crochet stitches intact. No issues were noted to the profile of the partially deployed stent or the delivery device. During analysis, the investigator retracted the deployment suture and fully deployed the stent without any issue. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex uncovered esophageal stent was used in the median and lower portion of the esophagus during a placement of esophageal stent procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant stricture in the esophagus caused by esophageal cancer. Reportedly, the patient's anatomy location was not tortuous. During the procedure, the physician felt severe resistance upon pulling the suture in attempt to deploy the stent; however, the stent failed to deploy. The physician continued to forcibly pull the suture of the stent several times until the stent deployed in the esophagus; however, the stent was deployed 1 to 2cm proximal to the target stricture. The stent was removed from the patient and another ultraflex uncovered esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Device code 515 relates to problem code 3009 for the reported event of stent positioning problem. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.